Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on the 24th of july 2025 due to unknown reasons. The customer was hospitalized due to low blood glucose values of 29 mg/dl since (B)(6) 2025. It was reported the customer was not using the insulin pump when found by the paramedics. The event involved product(s) mmt-1884l, mmt-1880l, mmt-342, mmt-7841zn, unk_sensor & mmt-431ag. Troubleshooting was done and found the customer had diabetes. The customer was not using the insulin pump within 48 hours of the event. No further patient complications were reported. The product(s) mmt-1884l, mmt-1880l, mmt-342 & mmt-431ag will be returned for analysis. The product(s) mmt-7841zn, unk_sensor will not be returned for analysis. Frn-mmt-342-rsvr, pqf-mmt-7841zn-xmtr, ozp-mmt-unk-snsr, unomed inf. Set.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated additional information has been provided in below section with this follow-up report. 1. Section a4 - age updated from 0 to 185 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.